Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Unique device identifier: the UDI is unknown because the part and lot numbers were not provided. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties to be related to the user error. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the high torque guide wires instruction for use states: all hi-torque guidewires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that during a pacemaker procedure resistance was felt during advancement of the whisper ms guide wire through the left ventricular (lv) lead. Resistance was also felt as the guide wire was pulled back through the lv lead. The tip of the guide wire separated in the branch of the coronary sinus. A snare device was used in in an attempt to retrieve the guide wire tip; however the tip was unable to be retrieved. The tip remains in the coronary sinus. Additional whisper and balance middleweight guide wires were used to continue the procedure. The patient is doing fine. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.